Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, it was determined that the reported condition that the device front part was loose was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation, it was determined that the device check for free moving failed. The assignable root cause was determined to be due to component failure from wear.

Event description:
It was reported by switzerland that during service and evaluation, it was determined that the reduction drive unit failed pretest for free moving and pin version. It was noted in the service order that the device front part was loose and opened up. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.